Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the pump supplies were changed to address the issue. Tandem technical support could not find any alerts or alarms in the pump logs. Customer's blood glucose was 230mg/dl.